Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter states patient tested >8.0 inr on the coaguchek xs plus system while a comparison lab returned as 2.4 inr. Patient's warfarin dose was changed. It is not clear if this change was based on the meter result or the lab result. No adverse event reported. Requested return of suspect system and replacement was sent.